Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, accidental cannulation of an artery (vessel perforation), was assessed as necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse®. During the radiesse® injection, the patient experienced an accidental cannulation of an artery. The physician requested a written emergency protocol. The outcome of the event was not reported.